Manufacturer narrative:
This report is submitted on june 15, 2023.

Event description:
Per the clinic, the patient was treated with oral steroid (duration not reported) due to inflammation at implant site. The implanted device remains.